Event description:
It was reported that the patient's stimulation was 'intermittent.' It was noted that the night before the report, the patient was 'laying on her right side and her stimulation would turn on for 3 seconds, turn off for 2 seconds and then turn back on.' It was noted that the patient's stimulation was intermittent and then 'totally shut off.' It was noted that the patient was feeling stimulation on her left leg, but not on the right leg at the time of the report. It was noted that the patient's stimulation was intermittent and then 'totally shut off' when the patient laid on her right side. The patient noted that she 'had fallen at the beginning of (B)(6).' It was further noted that the patient was reprogrammed on (B)(6) 2012 and her physician was aware of the fall. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4). Product type programmer, patient. (B)(4).